Manufacturer narrative:
The device was not returned for analysis. Attempts to gather additional information have been made, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the pipeline flex (ped) embolization, there was resistance when the pipeline was pushed out of the catheter. The pipeline then failed to open at the distal end. The ped was the resheathed and removed from the patient. The devices were reported to have been prepared and used per the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient injury occurred. This event occurred during the treatment of an aneurysm in superior segment of right internal carotid artery. The aneurysm was unruptured, saccular with a max diameter of 22.8mm and a neck of 20.9mm. The distal landing zone was 4.8mm and the proximal was 3.7mm. The anatomy was severe.

Manufacturer narrative:
The pipeline flex and the microcatheter were returned. For further examination, the pipeline flex was then pushed out from the catheter lumen with difficulty. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid fully opened and moderately frayed. Bends were found on the pusher at the proximal end. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip and the marker band were examined; and no damages were found. The catheter body appeared to be accordioned the distal tip. No flash or voids molded were observed in the hub. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house mandrel through catheter tip and hub. The mandrel could pass through the catheter tip and hub with no issues; however, resistance was observed at the accordioned locations. No other anomalies were observed. Based on the analysis findings, the pipeline flex and catheter were confirmed to have resistance during delivery; as the returned pipeline flex was stuck inside the catheter. However, the pipeline flex was not confirmed to have failure to open as the distal and proximal ends of the pipeline flex braid were fully opened and moderately frayed. The damage on the ends of the braid is likely the results of re-sheathing the device more than recommended two times. The pipeline flex pusher and the catheter were damaged. From the damages seen on the catheter body (accordioning), pusher (bending), pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when it was attempted to advance the pipeline flex through the catheter against resistance. It is likely that the severe vessel tortuosity may have contributed to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.